Manufacturer narrative:
Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was recovering and scheduled to start rehabilitation.

Event description:
It was reported that during the implantation of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty was performed with rapid pacing. The patient's intrinsic rhythm could not be detected and a complete heart block was identified. Following the valve implant, the intrinsic rhythm was observed but remained unstable. Subsequently, the temporary pacemaker was placed in the internal jugular vein, and the patient left the procedure room. Following the procedure, the patient was slow to regain consciousness and there was concern for possible paralysis on the right side. A computed tomography scan was performed, and the patient was followed up with a neurologist consult for diagnosis.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012228743); product type: 0195-heart valves. Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx dcs; product ID: d-evolutfx-2329 (lot: 0012227094); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.